Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pyxis system frequently experiences freezing issues, necessitating users to reboot it regularly for proper functionality. A technical support specialist effectively repaired medapplication and re-synchronized the device to address the problem. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, encountered application is unresponsive. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.